Manufacturer narrative:
The intraocular lens was discarded at the surgery site. Manufacturing records for the product were reviewed and shows that the inspections for the affected production order were according to specifications. With this record review and the customer feedback, we could not identify any process deviation. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report. Discarded by account.

Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. The iol was exchanged for a lower diopter lens of the same model. Prior to release the lens met all manufacturing specifications. All known information is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported the intraocular lens was explanted without complication 1 month after initial implant. The reason stated was patient's complaint of glare, negative dysphotopsia.